Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. Devices must pass manufacturing, quality, and sterility specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan pump, two cylinders, reservoir and two detached exhaust tubes were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1 at the tube/strain relief junction. Testing revealed this to be a site of leakage. A separation was noted on the inlet tube of the reservoir at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Two groups of striations, indicating contact with unshod instrumentation, were noted on the reservoir inlet tube. Testing revealed one of these sites to be a site of leakage. Partial separations within abrasion were noted on the inlet tube of the pump, exhaust tube of cylinder 2 and both detached exhaust tubes. No functional abnormalities were noted with the pump, cylinder 2 or either detached exhaust tube. Based on examination of the returned product, it was concluded that the abrasion marks noted on all exhaust and inlet tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 1 to be kinked onto itself at the tube/strain relief junction. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. As the rough and irregular surfaces of the separation noted on the reservoir inlet tube indicated stress was exerted and leakage was observed, quality was unable to confirm if this was a failure site or a result of the unshod instrumentation during explant.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating. The physician thinks the reservoir leaked.